Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead fractured causing oversensing, which led to inappropriate therapy. The patient heard a device alarm, went to the hospital and on the way, received the shocks. Upon interrogation, it was noted that the lead had high pacing impedance, and noise. The lead was initially reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.